Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant in the EU reported the automated impella controller (aic) was only able to be started up to the point where the purge cassette has to be inserted. Therefore, the console was replaced with a new one and the issue resolved. There was no reported patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H6 type of investigation code added.